Manufacturer narrative:
(B)(4). Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage on electronic assembly. Unable to perform the self-test, rewind, prime, seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and displacement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: minor scratched case.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.